Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient was woke up thirsty, nauseous, had a headache and had flu-like symptoms due to high blood sugar. When they checked the cgm it was 44 mg/dl. The patient's daughter confirmed that the cgm and the insulin pump were showing the same value. Based on the value, the patient drank 4 (6oz) containers of ensure milk; however, the value did not go up. A bg finger stick was taken after drinking ensure and it was 465 mg/dl. Based on this value, the patient took 8 units of insulin but the blood glucose value remained high. The patient took another 10 units of insulin and checked another fingers tick reading but the meter was reading "hi" while the cgm was displaying a value in the 40s. The patient did a ketones test at home and it said moderate ketones so they called their doctor and was advised to go to the emergency room. When they arrived at the ER, they did rouin laboratory work and a fingers tick reading showed 473 mg/dl while the cgm was in the 60s. There was no medication administered to the patient. At the time of the report, the patient was still in the ER waiting for doctor's advice. Follow up contact was made with the patient's daughter on (B)(6) 2025 and she stated the patient was getting started on an insulin pen (humalog) and "the" patient was doing fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B3 date of event - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information is required.